Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the posterior portion of the foot was broken off and was not returned. Approximately 3/4 inch of monofilament was exposed at the guide and the needle tip was still attached to the rail end. A posterior cuff miss occurred because the posterior cuff was not engaged to the needle tip. Failure to maintain a stable position of the device with respect to the tissue tract during deployment can cause the needle to deflect and strike the foot, break it or can put pressure on the foot causing it to break. Other body material can become trapped under the foot during deployment and can interfere and may break the foot. The needle trajectory of every device is checked during manufacturing. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. The most probable cause for the posterior foot break and posterior cuff miss is related to operational context in the use of the device. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, as the needles were being deployed, resistance was met. When the plunger was removed, the sutures were not present. After the device was removed, the posterior foot was noted to be missing. A sheath was inserted and manual compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.